Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the air/water nozzle of the subject device was clogged with foreign material. There were no reports of patient involvement.